Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2010 and had performed to specification up to (B)(6) 2014. On (B)(6) 2014 the device failed the weekly auto self-test due to a low battery. The device records an additional three self-test fails due to a low battery up to (B)(6) 2014. On (B)(6) 2014 information from history log shows an increase in voltage which suggests that a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all self-tests up to and including the last log entry, prior to receipt at heartsine, on (B)(6) 2017. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switching on automatically.